Manufacturer narrative:
H4: the lot was manufactured from april 11, 2020 - april 16, 2020. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was blood and a mixture of IV fluid leakage and blood back flow while being used with the two (2) one-link non-dehp standard bore catheter extension sets. It was further reported that the leak was coming from the extension site back flowing through the tubing out of the connection between the extension and the tubing. This issue was identified during epidural anesthesia infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.